Manufacturer narrative:
A product investigation was completed: the relevant dimensions cannot be verified anymore due to the damage. As the lot numbers were not provided we cannot determine when the screws were manufactured, or take our investigations any further. The complete length of the threaded shaft broke off and was not returned. The recess however is in good condition. The analysis of the broken surfaces shows a homogenous surface what indicates for material conformity. It is likely that too much mechanical force whilst inserting into the bone caused the breakage of the screw. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device broke during insertion; device not considered implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6) without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery took place on (B)(6) 2016. During the surgery, the screw was not able to be inserted into the patient's bone and the screw eventually broke. Reportedly no fragments were generated. No other medical intervention was required and procedure was successfully completed. No surgical delay was reported. No adverse consequence was reported. This is report 1 of 1 for (B)(4).